Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a defibrillation electrode. The customer states that during the 4th defibrillation they saw a spark come from the upper shoulder area in the vicinity of where the defib pad was placed. The customer further stated that the gown caught on fire and the patient incurred 2nd degree burns. A philips mrx defibrillator was used. The patient expired after the 4th defibrillation and the medical examiner stated that the cause of death was acute mi (myocardial infarction).

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
This complaint is for 1 set of 22660r defibrillation electrodes for production lot number 506546x. No pictures of the electrode or the burns were supplied with the complaint. The device history record (DHR) for the production lot number was reviewed for any problems and disparities. A DHR review provides information that could reveal any unusual circumstances that may have led to the issue at hand. All process parameters, product, raw materials, and sub-assembly components met the required acceptance criteria to completely satisfy the manufacturing requirements per the product specification. Per the complaint report a sample will be returned for evaluation once the hospital is done with their investigation and to date the defib electrode associated with the incident has not returned. If additional information is obtained, or the sample is returned, this file will be re-opened for further investigation. No pictures of the burns were provided with the complaint; as a result an evaluation could not performed to determine if the burn (skin irritation) was typical of what a patient might experience using a defibrillation electrode product in a defibrillation procedure. Production retains from lot 506546x were evaluated. There were no adverse conditions observed that may have contributed to the incidents described in the customer complaint. All components were present and the defib electrode sets were constructed per the product specifications. The printed silver pattern on the conductive gel bodies met the acceptance criteria. The connector wire set was inspected for compromised insulation, no issues were observed. The production retains (3) were subjected to an array of tests in accordance with internal inspection protocol and accepted sampling practices for electrical and defib properties. The wires were also subjected to dielectric and continuity testing. All results were within the acceptance criteria to completely satisfy the manufacturing requirements per the product specification. Defib and electrical properties and wire testing results are attached to the complaint. Given the information provided in the complaint and its investigation, no root cause could be identified manufacturing related deviations from the required specifications. All results were within the acceptance criteria to completely satisfy the manufacturing requirements per the product specification. In

Event description:
Regards to the spark observed by the upper shoulder area in the vicinity of where the defib pad was placed, successful defibrillation requires electricity to flow from one electrode to the other through the chest. If the electrodes are not firmly adhered and there is sweat, hair or another conductive material between the electrodes, the electricity will be more likely to flow across the chest rather than through it. This will result in ineffective defibrillation and an increased chance of sparks or fire. Electrode pads must come in direct contact with the skin. If the chest hair is so excessive as to prevent good adhesion of the electrode pad, the hair should be removed. It is important to note that these electrodes provide a reduced skin irritation, but do not eliminate skin irritation. Erythemas, burns, and even blisters while not desirable, are not an uncommon consequence of defibrillation/cardioversion. Defibrillation/cardioversion requires high intensity electrical energy to be delivered to the body through the skin, which generates heat at the contact site. Repeated shocks of escalating energy, often required for a successful defibrillation/cardioversion, will exacerbate the undesirable side effects of therapy. It should be noted that conductive printed gradient design reduces the probability and extent of irritation resulting from defibrillation, but it does not eliminate it. Care should be taken to properly prepare the patient skin prior to electrode application and special consideration should be given to the electrodes and wires while working around a patient or moving a patient so that the electrodes are not damaged. To help the electrode make good skin contact and to help reduce contact impedance the product labeling instructions and warnings should be followed: remove excess hair clean and dry skin sites. Do not use alcohol or tincture of benzoin. Position electrodes per the figures provided on the packaging. If possible, do not place electrodes on broken skin. Smooth the electrode from the center outward to the edges with fingertips to ensure that there are no air pockets between the gel and the patient's skin. Electrodes are not repositionable. Replace with new electrodes if repositioning is required. This will ensure optimal adhesion and minimize potential patient skin burns. Replace the electrode pads after 24 hours on skin or 50 defibrillation shocks. Do not use if electrode or pouch is damaged. Do not discharge hand-held paddles through these electrodes do not open package until immediately prior to use. Important: replace the electrode pads after 24 hours on skin or 50 defibrillation shocks. Do not crush, fold, or store under heavy objects. Use separate ECG electrodes when performing noninvasive pacing. It is important that the operator be thoroughly familiar with the electrode operating instructions and warnings prior to use. Failure to comply with the product instructions for use or warnings may increase the likelihood of a patient exhibiting skin irritation. Another potential root cause is patient skin sensitivity to the gel or adhesive foam component of the electrode. Biocompatibility studies are performed on the adhesive foam and gels according to the guidelines defined in iso10993-1. Each gel and electrode manufactured in the facility must pass cytotoxicity, primary skin irritation and skin sensitization testing before it is distributed for commercial sale. Each hydrogel offered for sale have passed all three tests to ensure the highest quality medical hydrogels available. In addition, all hydrogels manufactured as this facility must comply with iso 10993-1, iso 10993-5, and iso10993-10 standards. Skin reaction such as those experienced by the patient could be the result of an acute sensitization response to the material components that make up the electrode. All materials have been deemed safe and effective for use per the iso standards previously listed. No corrective or preventative actions are necessary at this time. We will continue to trend this event for future occurrences as part of the complaint review process.